Event description:
It was reported that during a cranialzation of frontal fusion "air could be heard in the hose" of the motor device but the motor device "did not turn the bits". There were no delays to the planned surgical procedure as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.